Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that a patient who underwent transcatheter aortic valve replacement (tavr) with implantation of a 20mm sapien 3 valve experienced valve deterioration due to calcification. The patient developed heart failure associated with the valve deterioration. The occurrence date of valve deterioration was unknown. Approximately 4 years after implant, a valve in valve procedure was performed. The patient's outcome was reported as improved.

Manufacturer narrative:
A supplemental MDR is being submitted for engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were added for type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for calcification was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.